Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single hole lobectomy procedure, while on separation and anastomosis, the device was able to fire there was a poor staple formation. The staples were bursting at the proximal end. There was an incomplete staple line proximally which was sutured manually. The other manufacturers' products were sued to resolve the issue in order to complete the case.